Event description:
The glenosphere was disassociated from the glenoid baseplate after six months post operatively.

Manufacturer narrative:
The pt post operative course was complicated by motor vehicle accident about two months after his initial surgery.